Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device will not power on when plugged into ac power. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The device did not power on with ac but will power up in battery mode. Stryker replaced the device's power module and system pcb to resolve the reported issue. Proper device operation was observed through functional and performance testing, and the device was returned to the customer for use. A shorted transistor on the eos portion of the power module (ac to dc inverter) was determined to be the cause of the reported issue.

Event description:
The customer contacted stryker to report that their device will not power on when plugged into ac power. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.